Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 471 mg/dl. Customer stated that she tried to fix the alarm and then she received a motor error alarm. Customer stated that the pump is beeping and buzzing. Customer has not treated. Customer stated that they are able to rewind the pump and the alarm occurred during bolus delivery. Customer stated that the pump passed the self test. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer was advised that the alarm may have been related to a site issue. Customer was advised to change out the entire infusion set. Customer was advised that the pump was working as designed and to monitor the pump.